Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The reported event of missing screw. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the power pedal was disconnected from to the footswitch, but the irrigation pedal was properly connected. Functional and electrical testing of the power pedal could not be performed due to the condition of the device, but the irrigation pedal was found to work properly.the condition of the returned device is consistent with the complaint; the screws that hold the power pedal in place were missing, causing the power pedal to become loose. The most probable root cause for this event is wear and tear.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii footswitch was used in the colon during a colonoscopy procedure on (B)(6), 2014.according to the complainant, during the procedure it was noted that there was a screw missing fom the footswitch. The procedure was completed using this footswitch.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that an endostat iii footswitch was used in the colon during a colonoscopy procedure on (B)(6) 2014. According to the complainant, during the procedure it was noted that there was a screw missing from the footswitch. The procedure was completed using this footswitch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.